Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip, cracked battery tube threads and a missing end cap sticker.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was 252 mg/dl. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to back up plan per healthcare provider. The customer was asked verbally and in written form to return broken insulin pump for analysis.